Event description:
A biomed engineer contacted baxter's technical service center to report he was looking through the alarm log and found a system error (se)2240 alarm (indicating air) that occurred on (B)(4), 2010. The baxter technical service representative (tsr) explained the alarm. The biomed engineer loaded a cassette and the alarm reoccurred. The tsr initiated a swap of the hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). On 08 dec 2010, product surveillance followed up with the biomedical engineer to obtain additional information regarding the event. Per the engineer, no adverse events were reported by the nursing staff.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A care giver (cg) contacted (B)(4) regarding the home patient (hp) waking up to find the bed wet, this occurred on the home choice (hc) unit during dwell 4. The cg stated she caught it in time, there was no alarm. The technical service representative (tsr) had the cg end therapy, close the clamps and cap off the hp. The tsr advised the cg to call the nurse for further medical instructions. The writer followed up with the nurse. The rn stated the home patient (hp) has disconnected the transfer set from the patient line in their sleep. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.